Event description:
Supplemental follow-up report is being submitted as a cancellation report. It has been confirmed that both devices involved in complaints (B)(4)/ 3001845648-2020-00917 and (B)(4)/3001845648-2020-00888 are of the same rpn, from the same lot number, and were used in the same procedure. The quantity confirmed used in (B)(4)/3001845648-2020-00888 has been updated to 2 to capture the use of a non-recommended wire guide with both devices. Initial report details: this file will capture user error for the introducer oa-8.5 that was used successfully in this procedure. This file is in relation to MDR ref # 3001845648-2020-00888 and 3001845648-2020-00917

Manufacturer narrative:
Component code (annex g): g04122 ¿ stent. This supplemental report is being submitted as a cancellation report. Reference (B)(4)/3001845648-2020-00888 for investigation details. It has been confirmed that both devices involved in complaints (B)(4)/ 3001845648-2020-00917 and (B)(4)/3001845648-2020-00888 are of the same rpn, from the same lot number, and were used in the same procedure. (B)(4)/3001845648-2020-00888 will capture the use of a non-recommended wire guide with both devices.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file will capture user error for the introducer oa-8.5 that was used successfully in this procedure. This file is in relation to MDR ref # 3001845648-2020-00888 and 3001845648-2020-00917.